Event description:
It was reported that the pilot valve is defective. Per the repair statement, this unit is alarming/red light and has leaking gear clamps. No allegation of a patient injury, no additional information provided.